Manufacturer narrative:
Created in error. Kj 3-5-2020.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and evaluation of the device found the firmware software installed had become corrupted. The firmware software was re-installed to resolve the malfunction. We cannot firmly established how the software became corrupted. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.